Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead, right ventricular (rv) lead and previously capped right ventricular (rv) lead were explanted. Additional information received and indicated that the system was explanted at a prior facility without completing an out-of-service (oos) form. The field clinical representative was not informed about the status or location of the explanted system. The lead fragments, initially left in place during the explant procedure, were later removed by the following physician at the said facility. The fragments were successfully removed and kept by the facility. No additional adverse patient effects were reported. There was no indication that this rv lead will be returned.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: impact codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead, right ventricular (rv) lead and previously capped right ventricular (rv) lead were explanted. Additional information received and indicated that the system was explanted at a prior facility without completing an out-of-service (oos) form. The field clinical representative was not informed about the status or location of the explanted system. The lead fragments, initially left in place during the explant procedure, were later removed by the following physician at the said facility. The fragments were successfully removed and kept by the facility. No additional adverse patient effects were reported. There was no indication that this rv lead will be returned.